Manufacturer narrative:
The instrument has been investigated. The field svc engineer evaluated the instrument and could not duplicate the problem of the pipetter arm crashing into the plate. Further inspection found one lld contact spring was out of position. This would not have cause the reported problem. The lld contact spring was correctly seated. The instrument was tested without further problem, and returned to svc.